Event description:
It was reported that this lead was explanted due to an internal infection in the bloodstream of the patient. The infection was not caused by the lead and the lead will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to an internal infection in the bloodstream of the patient. The infection was not caused by the lead and the lead will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b1. Adverse event/product problem h1. Patient codes.

Event description:
It was reported that this lead was explanted due to an internal infection in the bloodstream of the patient. The infection was not caused by the lead and the lead will not be returned for analysis. No additional adverse patient effects were reported.